Manufacturer narrative:
The customer uses a third-party qc for daily work. The qc results were not within acceptable ranges. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer's serial number is (B)(6) . The calibration is acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable altp gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 9.48 u/l. The physician requested the sample be repeated as the result was not consistent with the clinical status of the patient. The repeated result was 22.8 u/l with a data flag. The repeated result with a decreased sample volume was "around 2000 u/l".